Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins). Information was reported that it was found that the spinal cord stimulator (scs) battery was previously removed. It appears from the x-rays that the pieces quad leads were attempted to be removed, but the leads disconnected from the electrodes and the electrodes remain implanted along with one lead, but it is not attached to the electrodes. Abandoned leads were looked for under fluoro but not able to locate and remove them. Additional information was reported that the abandoned lead issue: from the x-ray it appears that one lead is still implanted, however it does not look to be attached to the electrodes. Dr metz wanted to explant everything so the patient could be MRI comparable again. It was discovered at metz office for a pump dye study, that the patient had previously had the scs batter removed. Best assumption is that the leads were just cut from the battery. The rep did not have more information on this issue as a different doctor did the scs battery removal surgery and the rep was not be made aware of more information.